Event description:
It was reported that t wave oversensing was observed on the right ventricular lead via the remote data transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead (B)(6) 1992. (B)(4).